Manufacturer narrative:
An event of migration or expulsion of device (device embolization) and patient-device incompatibility (implant-related tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The provided procedural imaging and information were reviewed by medical affairs. Based on the information received, the cause for the reported implant-related tissue damage could not be determined. The reported device embolization appears to be related to procedural conditions. The patient effects of death due to poor prognosis and failure to achieve rosc while in the intensive care unit, per detail events. Per case details, the patient was diagnosed with cardiogenic shock caused by pericardial tamponade following iatrogenic heart injury. The patient effects of cardiac arrest, cardiac tamponade, hypoxia, vascular dissection, and hypotension could not determined. The reported unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: h6 health effect-clinical code: 4582 no clinical signs, symptoms or conditions. Codes added: h6 health effect-clinical code:1914,1762, 2072, 1918, 2226, 3160. H6 medical device problem code: 2682.

Event description:
Subsequent to the previously filed report, additional information was received and the procedure description was updated: it was reported that on (B)(6) 2025, a 28mm amplatzer amulet was selected for implant. The patient's condition prior to procedure was reported as having recurrent gastrointestinal bleeding requiring transfusion under oral anticoagulant due to recurrent atrial fibrillation. It was noted that fluid was given prior to transseptal puncture. During procedure, transesophageal echocardiogram (tee) and angiography were utilized. Close criteria had not been achieved prior to release; the amulet was "not deep enough under cx" and there was "not enough distance between disc and corpus." Tension test was performed and then the amulet was released. The amulet was "not compressed enough" at time of release. Unfortunately, three minutes after release, tee and angiography showed that device embolization occurred and the amulet had embolized from the left atrial appendage to the left ventricle. The embolized amulet did not cause partial or complete obstruction. After several attempts, the amulet device was percutaneously retrieved using a snare via the 14f amplatzer amulet sheath. The patient was reported to have experienced hemodynamic instability during procedure. Prior to retrieval the patient required cardiopulmonary resuscitation (CPR) with return of spontaneous circulation (rosc) after 5-8 minutes. Echocardiography showed moderate to severe mitral insufficiency whereas previously it was only mild mitral insufficiency. The presence of the device floating suggested a partial tear of the mitral valve leaflet. Pericardial effusion developed and a pericardiocentesis was performed. Initially training 900ml of bloody fluid. After two hours, increasing pericardial effusion with on-going pericardial drainage and norepinephrine was required. The patient required CPR for 25 minutes. Due to recurrent pericardial effusion/tamponade with increasing hemodynamic instability, the patient was transferred to the cardiac surgery department. No device was ultimately implanted. The patient was diagnosed with cardiogenic shock caused by pericardial tamponade following iatrogenic heart injury. There was moderate mitral insufficiency due to chordae tendineae rupture of the anterior leaflet. The patient was status post iatrogenic atrial septal defect (asd), left heart failure new york heart association (nyha) classification type three. On (B)(6) 2025, the patient was reported to have a sudden drop in blood pressure and desaturation and CPR was initiated. The patient passed due to poor prognosis and failure to achieve rosc while in the intensive care unit.

Manufacturer narrative:
B2 - date of death is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was selected for implant. The patient's condition prior to procedure was reported as having recurrent gastrointestinal bleeding requiring transfusion under noak in recurrent atrial fibrillation. Fluid was given prior to transseptal puncture. During procedure, transesophageal echocardiogram (tee) and angiography were utilized. Tension test was performed and then the amulet was released. The amulet was "not compressed enough" at time of release. Immediately after release, tee and angiography showed that device embolization occurred and the amulet had embolized from the left atrial appendage to the mitral valve. The embolized amulet did not cause partial or complete obstruction. Close criteria had not been achieved prior to release; the amulet was "not deep enough under cx" and there was "not enough distance between disc and corpus." The amulet was percutaneously retrieved using a snare via the 14f amplatzer amulet sheath. The patient was reported to have experienced hemodynamic instability during procedure. No device was ultimately implanted. On (B)(6) 2025, the patient was reported to have passed.